Manufacturer narrative:
H6 (device not returned) the most likely cause for the reported event is motor failure. This was attributed to manufacturing supplier process. (Refer to ncr-22401).

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-8330h shaver is overheating. No case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.